Event description:
As reported by the edwards european affiliate, during the transfemoral tavr procedure, the valve was positioned 50:50, however, during inflation a spontaneous contraction of the ventricle caused the valve to shift and deploy 80:20 aortic/aentricular, resulting in severe paravalvular leak (pvl). In order to prevent the valve from embolizing the decision was made to deploy a second valve. The second valve was placed 60:40 a/v and the patient was noted to be in stable condition. The malposition of the valve was attributed to the effective ventricular contraction that occurred during deployment. The patient¿s native aortic annulus measured 23mm by CT and 21mm by tee. The native annular calcification was bulky/severe. The image intensifier angle was good and the coaxial alignment of the delivery system and valve were noted to be good.

Manufacturer narrative:
Per the instructions for use, device malposition and valve regurgitation (paravalvular leak) requiring intervention are potential adverse events associated with the tavr procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to aortic malposition, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve and delivery system, severe septal hypertrophy, minimally or severely calcified aortic leaflets, preserved ejection fraction, significant mitral annular calcification (mac), loss of pacing capture, and movement of the delivery system by the operator. The patient screening manual and the procedure didactic identify several procedural and anatomical factors which could contribute to pvl, including device malposition, inaccurate measurement of the native valve annulus, uneven distribution of calcium on the native valve, bulky or severe calcification, an elliptical annulus shape and valve under-sizing. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for aortic malposition (i.e. Minimal leaflet calcification, severe septal hypertrophy), bav may provide indication of potential balloon movement during valve deployment. In this case, per report, the malposition of the valve was caused by ¿the effective ventricular contraction¿ that occurred during deployment. The subsequent pvl was likely a result of the malposition of the valve in combination with severe/bulky native annular calcification. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.